Event description:
Litigation alleges pain and discomfort.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update 6/7/16 medical records received. Revision surgical report noted elevated metal ions without lab results, groin pain, mild to moderate metallosis staining, mild trunnion corrosion and a 700ml blood loss during surgery that did not have description or cause noted. No components were noted to loose in revision surgical note.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 8/29/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Depuy still considers the investigation closed

Event description:
Update - added reason for revision, revision date, sleeve and a dummy stem, surgeon, patient weight and height, sales rep details, activity level, (B)(4).